Event description:
Procedure type: c-section. According to the reporter: during the surgery, there was no tip on the needle. No ill effect to the pt. The very distal tip of less than 1mm appeared to be blunt on needle and the tip seemed to have been missing.

Manufacturer narrative:
Date of initial report sent: 11/03/2009.